Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient underwent a revision surgery to replace his implantable penile prosthesis (ipp). The implanted ipp had not worked over a year, and during the revision surgery, the physician was able to identify a break in the tubing of the left cylinder. The ipp cylinder components were replaced but the old reservoir component was left in situ. There were no patient complications reported.

Event description:
It was reported that a patient underwent a revision surgery to replace his implantable penile prosthesis (ipp). The implanted ipp had not worked over a year, and during the revision surgery, the physician was able to identify a break in the tubing of the left cylinder. The ipp cylinder components were replaced but the reservoir component was left implanted. There were no patient complications reported.